Manufacturer narrative:
Additional information received indicated that the customer's blood glucose level was lowered to the target level. The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 267 mg/dl. Tandem technical support performed a system check and determined that the tubing should be changed. The customer indicated that the pump supplies would be changed. Reportedly, the customer was using novolin r insulin.